Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the ins was not taking a charge. The patient reported that the patient had a change in charging frequency (every 3 ¿ 4 days) and noted that it was taking longer to charge the ins since (B)(6) 2018. No symptoms or complications were reported.